Event description:
It was reported that the radio frequency (rf head) was shorting out the programmer and has a frayed wire. The rf head has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the cable was damaged, as a result the cable was replaced. (B)(4)